Manufacturer narrative:
This lead was successfully re-positioned and remains actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the patient's device pocket was re-opened in order to reposition this right ventricular (rv) lead. Adequate lead measeurements were obtained (0.6v @ 0.40ms). No adverse patient effects were reported beyond the need for the unplanned surgical intervention.